Event description:
Loss of stability of implant #47 due to peri-implantitis and was removed. A guided bone regeneration has been practised.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient weight unknown / not provided unique identifier (UDI) number not available premarket identification: k011028/k013227 a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, e: initial reporter country & phone, g6: type of report, h1: type of reportable event, h2: follow up type. Smw submitted to update country and phone of the initial reporter. A summary investigation has been completed for peri-implantitis events, recognizing that a definitive root cause cannot be identified, due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.), patient habits (e.g., smoking) and surgical technique. Previously, completed investigations for these events have not identified any signals, indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received, which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.